Manufacturer narrative:
Tw ID#(B)(4). A lot history record review was completed for lots 3000316021, 3000319346, and 3000322018 the last 3 lots shipped to the account prior to the event/aware date. For lot #'s 3000316021 and 3000319346 there were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lot # 3000322018 history record review was completed. There was one (01) ncmr , rework, or deviation documented. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery heated intermittently. No added time or incisions. The cord may not have been ruled out by changing out for a new cord. Finished case using new kit. Unsure if all cables were checked for connectivity. No patient harm.